Event description:
Patient had 18g IV catheter break off during IV attempt. New 18g IV catheter in circulation, noted new white sheath instead of clear. IV had to be surgically removed from patients arm by emergency department md.